Event description:
It was reported that the internal foam spacer placed around the display monitor moved up and is now covering a portion of the device's display. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The display was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.